Manufacturer narrative:
(B)(4).

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported they wet their bed two nights in a row during their sleep, starting on (B)(6) 2015. On the night prior to the date of this report, the patient did wake up and rushed to the bathroom, but still had an accident and then had another accident in the morning. The patient did not know what could have caused the sudden return of symptoms. During the call, it was verified that stimulation was on at 0.6v on program 3. No changes were made to stimulation at the time of the call as the patient wanted to check with their healthcare provider first. Further follow up is being conducted to obtain additional information regarding actions taken and resolution of the event. A follow up report will be sent if additional information is received.